Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The customer experienced unexpected high or low alarms message with the freestyle libre 3 application. Product quality engineering attempted to replicate the reported issue using a cellular device [ios 16.7.8] but is not compatible with the customer's reported application and was not able to reproduce the complaint. There were no issues identified with the freestyle libre 3 app during replication that would have led to the reported issue. The date of event is unknown. The date entered in section b3 is "may 2024" prior to the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 8 with ios operating system version 16.7.8. Customer experienced a unexpected high or low glucose and was unable receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced seizure, vomiting, diarrhea and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who diagnosed the customer with hyperglycemia and provided unspecified treatment. No further information was obtained during the course of troubleshooting. There was no report of death or permanent impairment associated with this event.